Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Concomitant product(s): ddbc3d1 ICD, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing and defibrillation impedances, noise, and was possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.